Manufacturer narrative:
Information indicates this product is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that a right atrial (ra) lead, which is not a boston scientific product, was surgically abandoned and a new boston scientific ra lead was successfully implanted. The reason for the ra lead revision was not provided. When the new ra lead was plugged into the header of this pacemaker device, the pace impedance measured high out of range greater than 3000 ohms. The lead was plugged into the device header multiple times with the same result. Subsequent testing with a pacing system analyzer (psa) indicated an impedance measurement of 755 ohm, which is within the normal specification range. As a result, this pacemaker device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited high pace impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that a right atrial (ra) lead, which is not a boston scientific product, was surgically abandoned and a new boston scientific ra lead was successfully implanted. The reason for the ra lead revision was not provided. When the new ra lead was plugged into the header of this pacemaker device, the pace impedance measured high out of range greater than 3000 ohms. The lead was plugged into the device header multiple times with the same result. Subsequent testing with a pacing system analyzer (psa) indicated an impedance measurement of 755 ohm, which is within the normal specification range. As a result, this pacemaker device was explanted and replaced. No additional adverse patient effects were reported. This supplemental report is being filed based additional information which indicated that the evaluation conclusion code was updated.